Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with their implantable cardiac monitor showing pause episodes due to undersensing. The issue seemed to be due to loose pocket around the device. Programming changes were suggested but the but the patient had not been seen in clinic yet. No patient consequences were reported.